Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device during alarm 113 field action update control panel froze / reboot unit to control panel screen, inverted screen - enter password.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. During evaluation, it was confirmed that the control panel was not functioning to specification. Control panel was replaced. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device during alarm 113 field action update control panel froze / reboot unit to control panel screen, inverted screen - enter password.